Manufacturer narrative:
In a communication with the olympus technical assistance center (tac), via a conference call, troubleshooting was initiated by running a serial digital interface (sdi) cable from the video system center¿s sdi out 2 port into the 3g sdi input on the monitor, successfully bringing up an image. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the lcd monitor exhibited no image. The event was found during installation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the image was not displayed" was caused by serial digital interface cable was not connected. Olympus will continue to monitor field performance for this device.